Event description:
An order for 40 meq of potassium chloride by mouth was ordered. This order was written as a result of a lab value reporting the patient's potassium level as 2.9 mmol/l. After administering the medication, we received a call from laboratory stating the value reported was incorrect. The corrected laboratory value was 3.5 mmol/l. The physician was notified of corrected value and that the patient had received potassium ordered. No further action was ordered at this time.